Manufacturer narrative:
While it is unknown if the implant used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.

Event description:
It was reported that a patient experienced an allergic reaction (neurologic over-reaction) after placement of two ankylos c/x implants; the implants were removed four days later.